Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump with multiple usb cable, adapters and power sources. The customer was also unable to charge another device with the charging supplies at the time of the call there was no impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting. However, no additional information was provided.